Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual contains neurologic dysfunction as a potential event that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of neurologic dysfunction. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of neurologic dysfunction. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of stroke. The medical team believed the reported event to be possibly related to the device and patient condition. Though transient ischemic attack (tia) is not considered a serious clinical adverse event this patient was hospitalized for evaluation. Patient's that experience tia's are more likely to experience more serious neurologic dysfunction in the future. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined. However, clinical factors that may have contributed to the reported event include the patient's past medical history, anticoagulation therapy, and related comorbidities. There are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical study database that this patient was admitted to an outside hospital after suddenly developing slurred speech, left arm weakness & numbness, and changes in speech. International normalized ratio (inr) was 1.77 at the time of admission. CT head results were negative for acute changes. The patient was then transferred to the implanting facility for further evaluation; however, no further diagnostic testing was performed and the patient's symptoms improved. He was discharged home on (B)(6) 2016 with orders to resume coumadin and aspirin; which had been discontinued in (B)(6) 2015 due to gastrointestinal (gi) bleed. No further information was provided.